Event description:
When they were with the patient to monitor vital signs they observed that the catheter had broken. It was necessary a phlebotomy procedure was needed to remove the catheter.

Manufacturer narrative:
No sample was retained by the hospital for evaluation. If it becomes available an investigation and follow-up report will be filed. (B)(4).